Manufacturer narrative:
Initial 4 of 7: based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026.additionally, when she pulled the clip to insert the infusion set, the infusion set did not insert as intended.